Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor needle was broken. The customer¿s blood glucose were 85 mg/dl and 77 mg/dl. The customer reported that sensor cannula and introducer needle not fractured while in the body. The troubleshooting was performed for a sensor needle break. The sensor not being returned for analysis.